Event description:
It was alleged that an overinfusion occurred. It was noted that the rate was set at 13cc/hr with a 50cc bag. After 2-1/2 hrs the bag was found to be empty. There was no resultant pt complication.